Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4)

Event description:
It is reported that the balloon started losing pressure at 5atm. No patient injury is reported. Evaluation summary: the evercross 0.035in otw pta dilatation catheter was received for evaluation without any ancillary devices or cine images from the procedure. Sanguine residue was noted in the inflation lumen of the y-manifold. The balloon chamber had sanguine tinted fluid and was in a post inflated profile: not tightly wrapped or winged. All components of the dilatation catheter were accounted for. The proximal end of the balloon was examined: no abnormality or deficiencies. The distal end of the balloon was examined: no abnormality or deficiencies. A10cc air filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: sanguine tinted fluid was observed exiting the distal tip. A 10cc water filled syringe was attached to the proximal hub luer lock and the guidewire lumen was flushed: sanguine tinted fluid was observed exiting the distal tip. A 10cc water filled syringe was attached to the inflation lumen luer lock of the y-manifold and a vacuum was pulled: sanguine tinted fluid and air bubbles were pulled into the syringe. A 10cc air filled syringe was attached to the inflation lumen luer lock to inflate the balloon chamber which was submerged in water: air bubbles were noted. Further examination of the balloon chamber in the area where the air bubbles were noted found that balloon chamber had a longitudinal tear.